Event description:
The customer reported that the bedside monitor display had numerics that were blinking but no audible alarm was generated for a pt with a very low spo2 value of 25. Because no audible alarm was generated, the nurses were not aware of the pt's alarm condition. The pt expired.